Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of 'pacemaker failure'. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.